Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced diabetic ketoacidosis. The customers blood glucose was 400 mg/dl. The customer was treated via manual injection. The customer also states they had a problem with the insulin pump it keeps giving ketones by not giving an insulin pump. Troubleshooting was performed for low reservoir alarm, however the customer declined further troubleshooting. The device will be returned for the analysis.